Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no programmed boluses observed in the pump history between (B)(6) 2011. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 24 hours without any insulin delivery issues. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Once evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump is not recording or delivering boluses as programmed. He stated that the last recorded bolus in the pump history was (B)(6) 2011, but he claimed that he has given three boluses daily since then. Customer support walked the patient through delivering an air bolus, and the patient stated the air bolus was accurately recorded in the pump history. The patient stated that he has the audio bolus feature turned off, and is using the normal bolus proceed to program and deliver boluses.